Manufacturer narrative:
(B)(4). Method: customer returned 5 cuvettes (single-use disposables) of lot# m2p3c135. Due to insufficient sample size, eval testing of customer-returned samples could not be performed. Reserved sample tested from the same lot. Result: complaint was not confirmed through cuvette eval. Itc has requested all data required for form 3500a.

Event description:
Pt-self tester reports results lower than expected with the protime microcoagulation system. Protime generated result of 1.4 inr. A repeated test performed with a second lot of cuvettes (single-use disposable) as a reference generated a 2.2 inr, which was within the pt's therapeutic range. Pt's therapeutic range: 2.0-2.5 inr. No adverse event(s) reported.